Event description:
The service report shows that while performing routine service on the device, the nellcor puritan bennett customer support engineer discovered during testing that the audio alarm stopped working. The customer support engineer inspected the device and replaced the auxillary harness. The unit passed extended self-testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.